Event description:
(B)(6): customer reports via phone to product monitoring that they are unsure how, but the table mounted injector fell and hit the floor. Customer did confirm there were no patients in the room at the time the injector fell. No injuries to staff were reported.

Manufacturer narrative:
Facility biomed cancelled the covidien field service engineer visit, reporting they would repair the mount. Covidien product monitoring follow up; the customer reported the manual knob was replaced and the injector is functioning properly. No reported issues.